Manufacturer narrative:
H11: h3, h6: the reported device was received for evaluation. A visual evaluation showed the device was returned in original packaging with the batch number of the complaint on the label. The anchor is still in the insertion tube. The insertion tube is bent. Bio debris is inside the tube and on the anchor. The tube ferrule has been pushed back into the handle body allowing the insertion tube to move around freely. The sutures still run through the cannula to the cleat. The cleat is fully extended. A functional evaluation revealed the knob is fixed and the anchor cannot be deployed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A definitive root cause for the reported issue could not be determined. Factors that could have contributed to the failure include procedural variance, or deviations from established protocols, increasing risks and leading to unintended consequences (excessive force to the device or misalignment of inserter and implant during and after insertion). Based on this investigation, the need for corrective action is not indicated.

Manufacturer narrative:
H11: internal complaint reference: (B)(4).

Event description:
It was reported that during a rotator cuff surgery, it was noticed that two (2) 2.8mm q-fix all suture anchor failed to complete the final fire. The procedure was resumed after a surgical delay less than 30 minutes using an equivalent s+n back-up by drilling an additional bone hole and leaving a void in the patient. No further complications were reported.